Event description:
It was reported that on the initiation of a therapy, the cs300 intra-aortic balloon pump (iabp) had a balloon inflation problem. They swapped the unit to provide therapy. There was no patient consequence as the unit had been quickly swapped.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d9. A getinge representative checked the unit with a patient simulator and a balloon: it works normally. After a history/logs check and a discussion with the users, the most probable explanation is that they did not plug correctly the ECG cable, they had a poor signal and the unit did not trigger. It was a complicated situation and they did not try further. When they swapped the unit, they plugged the cable correctly and "solved" the problem. Full functional tests only and logs survey. With the users and the biomed agreement, unit back to normal use as it works normally.